Manufacturer narrative:
Conclusion: hvad pump (B)(4) and controller (B)(4) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of controller log files which revealed 5 vad disconnect alarms associated with controller (B)(4). The first alarm was logged on (B)(6) 2017 and the four remaining logged on (B)(6) 2017. These alarms are indicative of a physical disconnection of the driveline from the controller which aligns with the reported event details. On-site inspection of the driveline connector did not reveal any issue that may have compromised the integrity or functionality of the driveline connector. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the vad disconnect alarms observed in the log files may be attributed to physical disconnection of the driveline from the controller as a result of the reported dropping/mishandling of the patient pack. Additional devices for this complaints: serial number: (B)(4) - controller. Device evaluated by MFR?: yes. Method code(s): 3317, 3372. Result code(s): 213. Conclusion code(s): 19. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices for this complaints: heartware® ventricular assist system - controller 2.0, (B)(4) - controller / catalog number 1420 / expiration date 04/30/2018, (B)(4), device available for evaluation?: no, no, not returned to manufacturer, labeled for single use?: no, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced anxiety when their driveline disconnected. It was felt that the driveline connector was stuck in the open position. The patient reported that on (B)(6) 2017, they dropped their patient pack resulting in tension on the driveline. Later that same day, the patient also fell in the bathroom, possibly resulting in additional tension on the driveline. On (B)(6) 2017, the patient awoke to a critical alarm when the driveline was noted to be disconnected from the controller. Log files indicated that the driveline was reinserted and the pump started two minutes later. The patient was hospitalized for driveline connector repair. While the patient was in the hospital on (B)(6) 2017 at 1222, the bedside nurse lowered the side rails on the bed. The patient pack fell and the driveline became disconnected again. Log files indicated the driveline was reinserted and the pump started almost one minute later. Log files also indicated that the driveline disconnected for 11 seconds at 1315 and 12 seconds at 1325. One of these disconnections occurred when the securement of the driveline was checked. During the check, the audible click was not heard when the driveline was reconnected. The controller was exchanged to the back-up controller at 1331. The driveline was noted to have been disconnected at 1332 for 10 seconds. The driveline connector did have an audible click when inserted into the back-up controller. The driveline was serviced on 2017aug08. The functionality of the locking mechanism on the driveline was confirmed by appropriate movement of the connector collar. A sample driveline was inserted into the patient's back-up controller and tugged to confirm security and locking function on the controller side. Three strong tugs were applied to the driveline from the controller to simulate a dropped controller bag and the driveline remained secure. All appeared normal with the locking mechanism and the driveline was left intact. No patient complications have been reported as a result of this event.